Event description:
It was reported that the health care professional (hcp) requested a review of recent atrial tachy response (atr) episodes for the patient with this implantable cardioverter defibrillator (ICD) system. Technical services (ts) provided a review, noted an abrupt increase in this right atrial (ra) lead pace impedance measurements that is high out of range greater than 2800 ohms, and a review of the atr episodes showed non physiologic noise and minute ventilation (mv) chop. Ts recommended in office evaluation of the lead and suggested possible programming options. The hcp will bring patient in for evaluation. This implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.